Event description:
One of the nurses at the pav (proportional assist ventilation) brought back a totalvisc to the pharmacy that they opened in the operating room. They did not use this product because the needle had a dark spot on it. This is a bausch & lomb product manufactured by lifecore biomedical. The lot is 031181, and expiration is 10/31/2027.